Event description:
Healthcare professional reported left side exchange from textured to smooth due to concern with the product. Healthcare professional additionally reported left side capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and deflation. Device evaluation: analysis of the returned device identified: opening extended on posterior and yellow biological tissue outer device. Leak test and microscopic analysis was performed which identified: sharp opening on extended on posterior, creases fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior side assessed as an unidentified (tear) opening.